Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer had long acting insulin available for alternate insulin therapy.